Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
This event was a revision due to dislocation. Approximately, 2 weeks after the first surgery. The surgeon explanted ø135/145 36+3 cup and humeris stem size 14. The surgeon implanted stability cup 36+6 and the same size of humeris stem.